Manufacturer narrative:
Analysis was normal. No anomalies found.

Event description:
It was reported during the implant procedure that the left ventricular (lv) lead was dislodged and phrenic nerve stimulation (pns) was observed. The lead was explanted and replaced. The patient was stable.